Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd safetyglide¿ needle had sterility issues before use. The following information was provided by the initial reporter: "f27 - no patient involvement a18 - contamination / decontamination problem safetyglide syringe with shielding injection needle".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. See h.10.

Event description:
It was reported that the unspecified bd safetyglide¿ needle had sterility issues before use. The following information was provided by the initial reporter: "f27 - no patient involvement a18 - contamination / decontamination problem safetyglide syringe with shielding injection needle"